Event description:
A shorter main body graft was selected for the procedure, due to the patient's narrow distal aorta. The physician deployed the main body graft at a location just distal to the lowest renal artery. The iliac leg grafts were deployed in the limb of the main body graft without any complications. On the final angiogram, it appeared that the left renal artery was partially covered by the graft material. Another MFR's stent was deployed in the left renal artery without complications. Final angiogram viewed patent renal and hypogastric arteries. No endoleaks were noted.